Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary with moderate tortuosity, moderate calcification and 90% stenosis, a 2.0x12 mm rx traveler balloon dilatation catheter (bdc) was soaked in saline and air aspiration was performed outside of the patient anatomy prior to use. The bdc was advanced without resistance and during the first inflation for pre-dilatation, the balloon ruptured at 8 atmospheres when inflated for 15 seconds. The bdc was removed without resistance from the patient anatomy and replaced with a 2.0x12 mm unspecified bdc. The procedure was successfully completed after implanting an unspecified stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.